Manufacturer narrative:
B5 was updated to identify this MDR 3005248192-2021-00297 has been identified to be a duplicate event to MDR 3005248192-2021-00285. Therefore, the device problem code has been updated to reflect this corrected report.

Event description:
During review of this reported event, molecular diagnostics discovered the report of discrepant result was reported in associated MDR 3005248192-2021-00285. This event and MDR has been determined to be a duplicate event as sample ID (B)(6) is the sample under question in both complaint tickets. Duplicate ticket will be voided.

Event description:
Customer reported one false positive result reported on their alinity m sars cov-2 assay. The false positive was reported to the physician who questioned the result. The lab retested the sample on two platforms, alinity m and cepheid. The results were negative. There has been no report of impact to patient management caused due to this incident.

Manufacturer narrative:
Elevated complaint investigation will be initiated.